Event description:
It was reported that the patient was experiencing discomfort at the rib area and also experiencing inadequate stimulation despite reprogramming done. No device malfunction suspected. The patient underwent ipg replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.